Manufacturer narrative:
(B)(4) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product: k072542. Investigation summary: a mp1000 (B)(4) product was not available for investigation; however the customer confirmed that the complaint samples were from lot 20085931. Further information provided by the customer indicates that the occlusion was observed three times at the start of the infusion and once a day into the infusion. No further information was available indicating the make and model of the product connected to the maxplus. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20085931 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 (B)(4) product in the past 12 months.

Event description:
It was reported that 4 bd maxplus¿ needleless connectors had flow issues/blockage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was indwelled in deep vein, and the fluid did not drop after the needle-free connector was replaced. After various problems were solved, the needle-free connector was replaced again. The fluid was success, and the dripping speed could reach 100 min/drop, and the fault was removed."